Manufacturer narrative:
All buttons were functioning properly on the insulin pump. However, corroded keypad traces were found on the insulin pump. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 247 mg/dl at the time of the incident. Customer stated that he may have put the pump in his pocket while it was still damp after swimming in the pool. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.